Manufacturer narrative:
A review of the DHR for the device was performed and there were no issues noted for needle attachment during manufacturing. The device passed all finished goods testing requirements, including needle attachment testing. Additional testing from manufacturing retains of this lot confirmed intermittent inadequate needle attachment strength per usp requirements. A summary of the testing is provided in the attachment to this report. A review of complaint trending for the product did not reveal any prior needle detachment events for this product. A cause of the event has not been established and there are no defective products in the field.

Event description:
According to the reporter, "we have been having a problem with the 3-0 pdm suture on ps-2 needle. We have one box with 2 left, and a full unopened box. Of the 8 we've used, dr. " " and I can think of 4 of the needles falling off, two of which were today during surgery.